Manufacturer narrative:
(B)(4). Approximate age of device ¿ 46 days. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2016 the patient's hemoglobin was 10.1 mg/dl and the hematocrit was 34.2%. On 04/08/2016, it was reported that the patient experienced gastrointestinal bleeding with a significant drop in the hemoglobin and hematocrit to 6.4 mg/dl and 20.1% respectively. During the transfusion of one unit of packed red blood cells (prbc) on (B)(6) 2016 the patient experienced a transfusion reaction. Approximately one hour after the transfusion was stopped, the patient was administered solumedrol, benadryl and tylenol and two units of prbc were successfully transfused. In total the patient received 3 units of prbc's over a 24 hour period. At the time of the gi bleeding event, the patient's anticoagulation regimen included aspirin, warfarin and persantine. The gi bleeding was reported as resolved on (B)(6) 2016 and the patient was discharged. On 04/26/2016, the patient was readmitted to the hospital from the vad clinic with sudden onset of nausea and vomiting with dark brown colored coffee ground vomitus. The patient had still been taking aspirin, warfarin and persantine. Unspecified changes were made to the patient&#38112;medication regimen and an unspecified number of units of blood was transfused. The gi bleeding was reported to be ongoing. No additional information was provided.

Manufacturer narrative:
A correlation between the report of gastrointestinal bleeding and the device could not be conclusively determined. The patient remains ongoing on pump support and no further related events have been reported at this time. The instructions for use lists bleeding as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.